Manufacturer narrative:
Event conclusion cpi's analysis found: the lead met electrical specifications. The measurements during resistance and pressure test were appropriate and no insulation breaks were noted.

Event description:
Event description cpi received information that at the implant procedure of this endotak transvenous defibrillation lead the pacing impedance and pacing thresholds were high. The physician tried to reposition the lead for better measurements, after five trials he could not get satisfactory results, alleged lead malfunction. Replaced this lead with a new endotak lead, measurements were appropriate. Attempted implant-07/03/96.